Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.